Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the telescope was kinked. No damage was found within the telescope and sheath section of the device. E1 initial reporter facility name-(B)(6).

Event description:
It was reported that catheter issue occurred. The 76% stenosed 28 x 2.75mm target lesion was located severely tortuous and mildly calcified left anterior descending artery. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after flushing the catheter was twisted and kinked. The procedure was completed with another of same device. There were no patient complications, and the patient was stable after the procedure.

Event description:
It was reported that catheter issue occurred. The 76% stenosed 28 x 2.75mm target lesion was located severely tortuous and mildly calcified left anterior descending artery. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after flushing the catheter was twisted and kinked. The procedure was completed with another of same device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
E1 initial reporter facility name- (B)(6).